Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Review of the history log shows multiple occurrences of "door jammed" alarms. The eval found the force required to secure the door above expected levels causing "door not fully latched" alarms. Further eval found pulled threaded inserts from front case which allowed separation between front case and mech assembly resulting in excessive force to close door causing the "door not fully latched;" alarms. The front case has been replaced.

Event description:
It was discovered in eval that a pump door will not close. It was reported that there was no pt involvement.